Manufacturer narrative:
Country - (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an indication of l2 burst fracture with longitude trauma in need of fixation used in spinal therapy. Levels implanted - t12/l1-l3/4. It was reported that four screws of t12/l1 had backed out. Sas were used at l1 and replacement of four screws on upper level, size-up and additional fixation (re-operation) are scheduled for (B)(6). There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received regarding the event that the revision surgery was performed successfully on (B)(6) 2020 and patient issue has resolved. Patient medical history: cancer of lung, cataract, lumbar spinal canal stenosis, in thyroid therapy. It was reported that after operation for l2 burst, re-fixation and decompression was performed. Initially it had heard that the screws of t12/l1 backed out and were replaced, but when it was tried to open the wound on the day of operation, all eight screws had loosened. Ps was inserted into t11, size-up and replacement were performed at t12/l1, ps was also inserted into diseased vertebral body of l2, size-up and replacement were performed at l3/4, ps was inserted into l5. Ha sticks were used for all screw holes. Decompression around l2/3/4 was performed, fixation with rod was performed from t11 to l5, 2 gcs were placed and the operation was completed. According to the physician's opinion, it was thought that rod bending might be not good at first. The physician commented - as it was a dish patient this time, maybe the condition was good with pps originally, or the fixation range was appropriate, the left screws had backed out about 3 weeks before (B)(6), the patient has been placed under observation. In the meantime, the right screws might have loosened, there might have no problem if procedure is performed right away, even if the procedure is performed right away and replacement of left screws is performed, the right screws might just become loose, it was unknown.

Manufacturer narrative:
D3. Manufacturing site corrected. G4: 510k corrected. This part is not approved for use in the united states; however a like device catalog # 55840017545, 510k #k113174, was cleared in the united states. H1. Updated to malfunction as the event is malfunction reportable since the device is not marketed in united states. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an indication of l2 burst fracture with longitude trauma in need of fixation used in spinal therapy. Levels implanted - t12/l1-l3/4. It was reported that four screws of t12/l1 had backed out. Sas were used at l1 and replacement of four screws on upper level, size-up and additional fixation (re-operation) are scheduled for (B)(6). There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received regarding the event that the revision surgery was performed successfully on (B)(6) 2020 and patient issue has resolved. Patient medical history: cancer of lung, cataract, lumbar spinal canal stenosis, in thyroid therapy. It was reported that after operation for l2 burst, re-fixation and decompression was performed. Initially it had heard that the screws of t12/l1 backed out and were replaced, but when it was tried to open the wound on the day of operation, all eight screws had loosened. Ps was inserted into t11, size-up and replacement were performed at t12/l1, ps was also inserted into diseased vertebral body of l2, size-up and replacement were performed at l3/4, ps was inserted into l5. Ha sticks were used for all screw holes. Decompression around l2/3/4 was performed, fixation with rod was performed from t11 to l5, 2 gcs were placed and the operation was completed. According to the physician's opinion, it was thought that rod bending might be not good at first. The physician commented - as it was a dish patient this time, maybe the condition was good with pps originally, or the fixation range was appropriate, the left screws had backed out about 3 weeks before (B)(6), the patient has been placed under observation. In the meantime, the right screws might have loosened, there might have no problem if procedure is performed right away, even if the procedure is performed right away and replacement of left screws is performed, the right screws might just become loose, it was unknown.